Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance support (tac) via phone, the customer cleaned the socket and insured scope contacts are clean. The customer could not tell if they had errors, but stated the scope would randomly stop communicating. The customer stated that the socket may be worn. The customer was advised to send the unit in for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had intermittent communication issues with multiple scopes. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, as the device was not returned for evaluation, a definitive root cause could not be determined. However, based on the information provided by the customer, it is likely that the intermittent communication issues with multiple scopes was due to an issue in the xenon light source socket. Olympus will continue to monitor field performance for this device.